Event description:
It was reported that a patient is experiencing pain and limited range of motion post implantation. Patient has received oral medication and a patella brace. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component catalog # unknown lot # unknown. Unknown patella catalog # unknown lot # unknown. Unknown bone cement catalog # unknown lot # unknown. H6: suggested component code mechanical (g04) - femur. Multiple MDR reports were filled for this event: 0001822565-2024-00833 and 0001822565-2024-00835. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.